Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed on the returned device, and noted brown particles on the port septum and port housing. Non-penetrating scratches on the port housing. The port base was also noted to be discolored, and brownish in color. An air leak test was performed and no leakage was noted. A fill inspection test was performed, and found no blockage or resistance to flow. A microscopic analysis was then performed, and observed the band tubing had a sharp opening near the ss connector junction.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. The reporter indicated the device would be returned, to date apollo has not received the device. If returned, visual examination may determine the connecter type associated with this event. The reporter of the event was asked to provide further information regarding the implant date, diagnostic testing, and patient information. The reporter stated they are unknown. Device labeling addresses the reported event of tubing break and leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Failure to use the tubing end plug during placement of the band may result in damage to the band tubing during band placement. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have "tubing fractured." The port was removed and replaced.